Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation results: visual examination of the complaint device found that the balloon was burst. The catheter was noted to be kinked and twisted in several sections. Reportedly, the catheter was cut and the detached section was returned. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician, the amount of strength applied by the customer during the movement of the balloon, and/or interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, upon withdrawal, it was noted that there was difficulty experienced in removing the device from the scope after being deflated. The procedure was completed at this time. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon was burst; therefore, this is now an MDR reportable event.